Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, minor scratches on the display, cracked case at the display window corner, and cracked battery tube threads.

Event description:
Customer reported via phone, her blood glucose level have been off and wasn't sure if it's due to the damage. Customer stated the damage is located in the reservoir compartment, where the reservoir locks into place. Customer wanted to know if damage occurred due to how many times she takes out and insert a reservoir. Customer is returning the device for further analysis.